Event description:
Additional information was received from the consumer. The patient went through withdrawal in (B)(6) 2015. The pump was "no good/not working." No interventions were mentioned. A manufacturing representative came to check the pump.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8703w, lot # l43899, implanted: (B)(6)1997, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp), company representative and a consumer regarding a patient receiving intrathecal dilaudid (unknown concentration) 2.9 mg/day via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and post lumbar laminectomy syndrome. Medical history was chronic osteomyelitis and diabetes. The patient experienced a sudden change in therapy/symptoms. The patient started feeling bad about 5:00-6:00 the morning of (B)(6) 2015. The patient felt ¿lousy¿ was hurting and felt like he was in withdrawal. A motor stall alarm occurred on (B)(6) 2015. The patient was hard of hearing and could not hear an alarm. The personal therapy manager (ptm) would not give a bolus and had an error code of 8476 with the date (B)(6) 2015 at 17:38. The patient planned to follow up with their healthcare provider (hcp). The pump logs were checked and noted there were two stalls; one on (B)(6) 2015 with recovery on (B)(6) 2015 and a second stall on (B)(6) 2015 that had not recovered. The patient did not have any medical tests or exposure to magnets. The cause of the motor stall was not determined and had not been resolved. The patient¿s withdrawal symptoms were believed to have resolved. Per the hcp, several months ago the patient noticed that the pump did not give them pain relief like usual and the ¿rest¿ over medicine was much more than expected. The pump was put into stopped mode and the physician increased the patient¿s oral medication. A pump replacement was planned but a date had not been scheduled. The cause of the motor stall, interventions, troubleshooting/diagnostics, concentration, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.